Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 27 mg/dl, 121 mg/dl, 212 mg/dl and 187 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Manufacturer narrative:
Customer's meter and reported test strip lot were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, it should be noted that the date and time was not set correctly in the meter. This is a final report.

Event description:
It was reported that a consumer experienced a hypoglycemic event. Per the consumer, at 11:00 am, she received a blood sugar reading of 176 mg/dl but then became incoherent and actually showered herself still wearing pajamas. Per the consumer, she ate to bring her blood sugar level up. Control solution testing showed the consumer's test strips to be out of control range. The test strips will be returned for eval.